Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that the tampon fell apart inside of her on two occasions. Multiple attempts were made to follow up with the consumer, however, these contact attempts provided no further information.